Manufacturer narrative:
All buttons functioned properly. However, found moisture damage on the keypad traces. No button error alarm was noted during testing. No moisture damage was noted on the electronic stack, motor, battery tube or vibrator assembly. The pump had a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of button error alarm on their insulin pump. Customer states receiving alarm when pump was in his pocket. The customer's blood glucose is unknown. Customer was advised to discontinue use of pump, and that the pump would need to be replaced. Continuation of therapy pump is to be sent out.